Manufacturer narrative:
Evaluation summary: the analysis site per the service manual, performed calibration, tested and during testing found the unit would not recognize the handpiece, confirming the customer complaint. It was also found that the front bezel had some led display lights out and a dent on the middle of the display. The analysis site replaced the handpiece receptacle to correct the customer complaint. Also the bezel sub-assembly was replaced due to the led lights were out and a dent was in the middle of the display.

Event description:
The event was reported by the customer that the generator wouldn't recognize the handpiece. The generator was swapped with another generator, the handpiece was recognized when attached, and the case was completed with no patient consequence. One device to be returned for analysis by the customer.